Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated tni-ultra result obtained on a patient sample on an advia centaur cp instrument. Siemens determined that quality controls (qcs) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed precision testing on pooled samples, resulting acceptably. No product non-conformance was identified. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower than the discordant result. The repeat result on the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.